Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Event description:
The patient presented to the clinic with a device that could not be interrogated. Multiple troubleshooting attempts were unsuccessful. The device was explanted.